Event description:
It was reported that one week post implant the implantable cardiac monitor was protruding through the skin. The device was removed by the physician and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)